Event description:
It was reported that; the rod was broken at correction level during the surgery. The instrument's tip which connects to the rod was broken.

Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment. The tip of the bending iron was found to be fractured. The upper hook part of the tip was fractured off. The fractured piece was returned. Wear marks were present on the device. No relevant manufacturing issues were identified as all units met stryker specifications. The most likely root cause is wear from the device's extended use.

Event description:
It was reported that; the rod was broken at correction level during the surgery. Additional info; the instrument's tip which connects to the rod was broken.